Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced difficulty when attempting to position a low-voltage lead as the lead was unable to r each the pacing site. The lead was not used. No patient complications have been reported as a result of this event.